Event description:
It was reported by repair work order that the footend lift was stuck at an elevated height due to a malfunctioning cpu and coupler. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.